Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to loss of sensing. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. During the visual inspection, abrasion marks were found along the lead body. Further inspection revealed a damaged insulation approx. 20 cm distal to the is-4 connector pin. In that section, the lead body was found squeezed and deformed. The conductor coil was fractured. This broken contact in the conductor coil to the ring electrode was confirmed during the electrical analysis. Thus the stimulation impedance could not be measured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. During the mechanical analysis a stylet intended for use with the lead was inserted but could be advanced only 20 cm towards the tip of the lead due to the deformed inner coil. In addition, cuts in the insulation and deformations of the lead body were observed which occurred most likely during the extraction procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.